Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: athlete premium, eel light, glandslam; guide cath: taiga jl4. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mini trek mentioned is being filed under a separate manufacturing number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosis in the left main (lmt) and the proximal left anterior descending (lad). The 2.0x15mm mini trek rx balloon catheter was advanced without resistance and inflated; however, the balloon ruptured on the second inflation at 14 atmospheres. Therefore, a 2.25x15mm nc trek was advanced without resistance and inflated; however, it ruptured during the third inflation at 18 atmospheres. There was no resistance removing the balloon catheters. A 3.5x28mm xience prime crossed the lesion and the procedure was completed after the kissing balloon technique with a trek rx 2.5x15mm and a non-abbott 3.5x15mm balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.